Event description:
A customer contacted beckman coulter inc (bci) regarding an erroneous progesterone result generated by the access immunoassay system for one pt. Customer tested a sample for progesterone and obtained an erroneous result of 0.0ng/ml. The erroneous results were reported outside of the laboratory and the pt was treated with progesterone. Another sample obtained from this pt a week later also recovered 0.0ng/ml. This pt sample was tested on three alternate methods, all recovered higher, within a different clinical range. This pt sample when tested on a different instrument in the customer lab and it gave results of 10.6ng/ml (10% dilution), 20.5 (20% dilution), 9.23ng/ml (40% dilution), 5.82ng/ml (60% dilution) and 2.23ng/ml (80% dilution). It is unknown if treatment had any affect on the pt to date.

Manufacturer narrative:
No collection or centrifugation data was supplied to date. This is the only assay and sample in question at this time. No qc or system check data was supplied to date. It is unknown whether service was dispatched for system verification. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.